Event description:
Note: this report pertains to one of five devices. Refer to manufacturer report # 3005099803-2015- 00160, 3005099803-2015- 00161, 3005099803-2015- 00162, 3005099803-2015- 00163, and 3005099803-2015- 00164 for the other associated device information. It was reported to boston scientific corporation that an unopened zipwire guidewire was being stored in a small storage room where the temperature was fluctuating. The heating/cooling turned off or changed during the night. According to the complainant, the packaging was beginning to turn yellow on the surface of the inner sterile packaging which may have affected the device; however, no other visible damage was noted on the packaging. The device was not used on a patient.

Manufacturer narrative:
The complainant indicated that the device has been retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.